Manufacturer narrative:
Concomitant medical products: 3058 stim ipg, 3889-28 stim lead implanted : (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a "twelve lead electrocardiogram (ECG) showed  "pacemaker failure". The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.